Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "delayed nodules and myofascial pain and body aches" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any deviations or non-conformances are found, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported ¿lumps in the cheeks approximately 7 months after [injection with juvéderm® voluma® xc]¿ and ¿myofascial pain and body aches¿. 10 days after symptoms began the patient was treated with im kenalog and oral prednisone, and 2 days later the injector started treating with hyaluronidase. Hyaluronidase was administered 3 times, at 2 week intervals. Other treatments included "oral antibiotics, intralesional steroids, [and] anti-inflammatory medication". Symptoms resolved an unknown amount of time later.